Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2011-02093. It was reported that following a stenting treatment procedure, the patient died. The index procedure treated the 85% stenosed, 3.0x34mm target lesion located in the distal left circumflex (lcx) artery. Treatment consisted of pre dilation and the placement of a 3.0x38mm study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. The 1 year study follow visit up noted continuous use of asa only. In (B)(6) 2007, the patient presented with symptoms of myocardial infarction and cardiac arrest. Ambulance staff performed an ECG which showed st elevation. The patient was admitted to the coronary care unit and was given tpa. He then suffered a v-fib arrest requiring four shocks via defibrillator. Four days later angiography revealed a severe culprit in the mid right coronary artery (rca) and mid left anterior descending (lad) artery. Treatment the same day treated the 80% stenosed mid rca with a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day with a planned future staged procedure to address the lesion in the mid lad. In (B)(6) 2008, the patient underwent a staged procedure for the 65% stenosed lesion located in the mid lad. Treatment placed two non bsc stents resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day on clopidogrel. In (B)(6) 2010, per the certificate of medical practitioner, the patient collapsed suddenly at work and was pronounced dead by ambulance staff. The cause of death was ischemic heart disease and cardiac arrest. An autopsy was not performed. Per the physician, the event was related to the study stent.